Event description:
The manufacturer became aware of a literature published by the royal national orthopaedic hospital, middlesex, united kingdom. The title of this report is ¿outcomes following subcapital osteotomy for severe slipped upper femoral epiphysis ¿, published on december 01, 2015, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi:10.1302/0301-620x.97b12.35259. This report includes analysis of the clinical data that was collected on 57 patients, and the cases in this study range from january 2000 and december 2011. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 3 patients experienced avascular necrosis (avn), which required surgery.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged incident could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Correction: link to the published article: https://pubmed.ncbi.nlm.nih.gov/26637690/.

Event description:
The manufacturer became aware of a literature published by the royal national orthopaedic hospital, middlesex, united kingdom. The title of this report is ¿outcomes following subcapital osteotomy for severe slipped upper femoral epiphysis ¿, published on december 01, 2015, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at doi:10.1302/0301-620x.97b12.35259. This report includes analysis of the clinical data that was collected on 57 patients, and the cases in this study range from january 2000 and december 2011. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 3 patients experienced avascular necrosis (avn), which required surgery.